Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuits are not expected to be returned to fisher & paykeal healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: before leaving production, all breathing circuits are tested for electrical resistance, leakage and connectivity. Those that fail are rejected.

Event description:
A hospital in (B)(6) reported that an rt210 adult breathing circuit caused a ventilator alarm when connected to a ventilator during patient use. Three other breathing circuits were tried with the same outcome. No patient consequence was reported.